Event description:
It was reported that during a stenting treatment procedure removal difficulties and stent dislodgement occurred. The 85% stenosed target lesion being treated was located in the mildly tortuous and moderately calcified proximal to distal left circumflex (lcx) artery. The lesion was predilated with an emerge balloon catheter. Two unspecified stents were placed in the distal and mid lcx. A 3.00x16mm promus element plus stent delivery system (sds) was then advanced with the intention of deploying it in the proximal lcx however it was unable to cross the lesion. While attempting to remove the promus element plus sds the stent dislodged at the guide catheter and remained partially in the guide catheter and partially on the guide wire. The guide catheter, guide wire and sds were removed as a unit, however the stent fully dislodged from the unit and migrated to the bifurcation of the profunda and the superficial femoral artery (sfa). There were no further attempts to retrieve the stent and it was left at that location. The procedure was completed with a different device. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).